Event description:
It was reported by pt that she has experienced pain, headache and ringing in her ears. She said that she has gotten lumps under her arm and feels like something is going to come from the implanted site. She went to ER a week ago. They didn't do anything suggesting her to go to her family practitioner. She has an appointment. She said she has gone to dr. Before going to e.r., but dr. Denied and quit on her case. Pt couldn't provide any further info regarding suspect device.